Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The international customer reported that the unit alarmed and stopped operating due to a machine and proximal pressure sensor reference failure. There was no patient harm.

Manufacturer narrative:
The service technician was unable to duplicate the reported problem; however, occurrence record of error 1007 was remaining in the event log. The customer declined philips services and repaired the unit by replacing the data acquisition to motor controller ribbon cable. The device is back in service. Patient information was requested, but not available.